Manufacturer narrative:
Correction: patient identifier should have been (B)(6) rather than (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the episode, the implantable cardiac monitor exhibited false pause episodes due to undersensing. The patient did not experience any consequences due to the undersensing. The clinician would continue to monitor the patient.